Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 1994. Subsequently, patient was revised on (B)(6) 2014 due to pain, creaking and a fractured liner. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear and oxidation. The condition of the component is consistent with the failure mechanisms typical for a long term implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.